Manufacturer narrative:
Of the 93 devices reported 23 devices were received for evaluation. Additional reported screw part numbers: 02.118.522: quantity 1; 02.214.111: quantity 1; 04.118.520: quantity 1; 04.130.208: quantity 1; 04.503.103.01c: quantity 1; 04.503.104.01c: quantity 3; 04.503.105.01c: quantity 6; 04.503.225.01c: quantity 1; 04.503.618.01: quantity 1; 04.503.824.01: quantity 1; 04.503.825.01: quantity 1; 200.53: quantity 1; 200.530s: quantity 1; 201.656: quantity 1; 201.928: quantity 1; 202.874s: quantity 1; 204.036: quantity 1; 204.880: quantity 3; 214.836: quantity 1; 214.842s: quantity 1; 214.848s: quantity 1; 214.854: quantity 1; 216.065: quantity 1; 400.834: quantity 30; 400.834s: quantity 4; 400.835: quantity 14; 402.876: quantity 1; 404.816: quantity 1; 405.136: quantity 1; 405.148: quantity 1; 412.814: quantity 1; 414.842: quantity 1, unk - screws: cortex: trauma: quantity 1. Unk - screws: locking: trauma: quantity 3. Unk - screws: matrix midface: quantity 1. Unk - screws: metaphyseal: quantity 1. Additional reported screw lot numbers: 7l24304; 33p1904; 28p1567; 43p7091; 23p3660; 64p1987; 62p9472; 60p7663; 5l36338; 27p5261; 29p8253; 7l68732; l907577; 38p5720. Additional reported screw UDI numbers: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes noe 43 noe malfunction events involving a total of 47 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range (B)(6) years old. Patient¿s weight range ¿ 60 to 150 pounds. Gender ¿ 2 female, 13 male, and 28 unknown.